Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient stated he felt "rumbling" when he laid on his side and when he stretched. Review of the epc system controller history screen revealed multiple pump stoppage events. The patient was reportedly asymptomatic. Review of the submitted log file by the manufacturer's technical services representative showed multiple motor stopped events associated with elevated pump power values and uncontrollable speeds. The events were noted to occur on both power module and battery power. The customer switched the patient to a pocket system controller and submitted a new log file and x-ray images for evaluation. The pocket system controller log file showed a driveline fault alarm shortly after connection of the driveline. The x-ray images appeared to show an area of compromise to the internal section of the percutaneous lead. It was reported that the alarms were reproducible with upper body movement. On (B)(6) 2015, the patient received a pump exchange.

Manufacturer narrative:
Device evaluation the evaluation of vad-51761 confirmed the reported pump stoppages. The percutaneous lead (lead) was cut approximately 1¿ from the pump housing and the remainder of the lead was returned in one segment. Continuity testing of the lead segment extending form the pump housing found all wires were electrically intact. Continuity testing of the lead segment extending from the metal connector revealed that the brown wire was open, and the red wire was intermittently open. Removal of the outer silicone jacket and clear bionate revealed breakdown of the braided shield along the length of the lead. Removal of the braided shield revealed that the brown and red wires were completely fractured approximately 28¿ from the metal connector. The orange wire was partially fractured in this location. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. No other areas of compromised wire insulation were noted on either lead segment. The pump operates on a three phase motor; the brown wire represent phase two and the red and orange wires represent phase three. If the exposed conductors of any of the fractured wires contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported alarms and pump stops. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. The fractured wires also would have resulted in the driveline fault alarm captured on the pocket controller log file. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.